Manufacturer narrative:
Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A johnson and johnson (jnj) odyssey toric intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The exact model was not provided. During one-week post-operative appointment, uncorrected vision was reported as 20/25 j2 and refraction was -0.25 sphere. Patient has difficulty reading or using the computer for more than two (02) minutes and difficulty with the eyes focusing together. Doctor noted that the lenses were well-centered. On (B)(6) 2025, vision was reported as 20/20 od and os without correction, j6 up close oculus uterque (ou - both eyes), and refraction was -0.25 sphere. Patient is satisfied with distance but is very disappointed with her near uncorrected vision. She is insisting on having a + 2.25 add to read. Doctor feels that the issue is related to a vitreous veil in the os and dry eye more than the implants themselves. No further information is available. Note. The report for the left eye is captured in manufacturer report number 3012236936-2025-0002092.